Manufacturer narrative:
Product ID 3889-28, lot# va0v67v, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the patient was scheduled for a lead revision on (B)(6) 2019. The rep reported twice on (B)(6) 2019 that the patient had a lead revision on (B)(6) 2019.

Manufacturer narrative:
Product ID: 3889-28, lot# va0v67v, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they have requested to have the explanted device be returned to them however they had not been notified by the facility that it was available. There were no further complications reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-apr-2019, UDI#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had a loss of therapy and the patient had an x-ray done to check the lead placement. Upon interrogation of the device, contact 3 was out of impedance. It was noted that comparing the current x-ray to their battery replacement x-ray the lead had clearly migrated. It was also noted that the patient worked in a bar and they would lift very heavy materials frequently. The patient admitted they went back to work too soon and that they had done too much. The actions and interventions taken were that they programmed around the impedance and if the reprogramming was not sufficient a lead revision would be done. It was noted this was agreed upon by the patient and the physician. There were no further complications reported.